Manufacturer narrative:
Updated sections b5 and h6- device code. Corrected section h6- clinical code and impact code.

Event description:
As reported by the edwards field clinical specialist (fcs), during a transcatheter aortic valve replacement case by transaortic approach, due to sinotubular junction (stj) calcium the certitude delivery system balloon ruptured during deployment. The valve was fully deployed. The physicians were unable to retrieve the certitude system into the sheath because of the broken balloon and the inside components. The certitude did not separate into pieces, but a piece did come apart after the delivery system exited the body. The patient had blood loss while attempting to get the device out of the patient, and a transfusion was required. During pre-decontamination observation, it was found that the majority of the inflation balloon was missing pieces.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards field clinical specialist (fcs), during a transcatheter aortic valve replacement case by transaortic approach, due to sinotubular junction (stj) calcium the certitude delivery system balloon ruptured during deployment. The valve was fully deployed. The physicians were unable to retrieve the certitude system into the sheath because of the broken balloon and the inside components. A slightly bigger incision was made to pull out the delivery system. The certitude did not separate into pieces but a piece did come apart after the delivery system exited the body. The patient had blood loss while attempting to get the device out of the patient, and a transfusion was required.

Manufacturer narrative:
Updated sections d9, h3, and h6- type of investigations, findings, and conclusions. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation. The 26mm certitude delivery system fully inserted through the 21f certitude sheath was received with loader assembly over the flex shaft. The returned device was visually examined, and the following was observed: sheath kinks were noted along shaft at 1 inch, 2.25 inches, and 3.75 inches distal of the hub. The inflation balloon was burst with missing pieces. Kinks were noted along guidewire lumen. Kink was observed on steering tubing approximately 8.5 inches from handle. All measurements taken of the balloon single wall thickness met the specification. 3mensio imagery was provided, and the following was observed: the patient's annulus had presence of calcification. Per the technical summary, the instructions for use, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaint for balloon burst was confirmed based on evaluation of the returned device. Available information suggests patient factors (calcification) likely contributed to the event as calcification was observed in the patient's annulus per the imaging evaluation. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. The complaints for difficulty or inability to withdraw system through sheath and balloon separation during use were confirmed based on evaluation of the returned device. Available information suggests procedural factors (withdrawal of burst balloon, excessive manipulation) likely contributed to the event. As the balloon was burst, the altered balloon profile could have made it more susceptible to catch on the distal end of sheath tip and/or patient vasculature, which would have then led to the experienced retrieval difficulty. The balloon material may have then separated if any excessive manipulation was applied to overcome the experienced difficulty. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.